Event description:
It was reported that the guidewire in the catheter broke. No other information was provided. (B)(6) 2019- it was stated that this was "discovered without harm".

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a break in the 3cg stylet was confirmed. One 4fr s/l powerpicc and 3cg stylet were returned for investigation. The t-lock extension set remained attached to the purple connector on the PICC. The PICC extended to the 35cm depth mark. What appeared to be biological residue (e.g. Blood) was visible on the external surface of the PICC tubing. The stylet was received separate from the PICC and t-lock extension set. The IFU states, ¿slowly remove the t-lock and stylet, as a unit. Do not remove stylet through t-lock.¿ there was a break in the polyimide tubing. The distal segment of the polyimide tubing was 4.4cm in length. Kinks were observed in the polyimide tubing 3.1, 3.9, and 4.2 cm from the distal tip of the distal stylet segment. The proximal segment of polyimide tubing was 3.0cm. The core wire extended 1.3cm from the distal end of the proximal segment of polyimide tubing. The core wire was kinked 8mm and 11mm from the distal tip of the exposed core wire. The wall thickness of the polyimide tubing was within specification. The kinking of the polyimide tubing suggests that the catheter may have encountered resistance during insertion; however, the exact cause of the reported event could not be determined from the returned sample. The retraction of the stylet through the t-lock extension set may have been a contributing factor in the observed damage. A lot history review (lhr) of recv1324 showed no other similar product complaint(s) from this lot number.

Manufacturer narrative:
The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) of recv1324 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the guidewire in the catheter broke. No other information was provided. On 03/08/2019- it was stated that this was "discovered without harm".